Event description:
Diabetes research and clinical practice released an article entitled prospective assessment of continuous subcutaneous insulin infusion therapy in young children with type 1 diabetes. The study consisted of children with type 1 diabetes receiving insulin via manual injections, and others using insulin pump therapy. There were two episodes of diabetic ketoacidosis in each group during the whole study. The article mentioned that 508 and 712, as well as other manufacturers' insulin pumps were used in the study. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.